Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box showed multiple pump reboots had occurred. A visual inspection of the pump revealed a crack in the battery compartment from the threads to the case seal on the side. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection. A test battery cap was used for testing and was able to fit securely. The pump powered on with auditory and vibratory alarms functioning. The pump was exercised for 24 hours with no power interruption occurring. The pump¿s cover was removed, and no damage or moisture ingress was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).